Event description:
A patient was implanted with a prodisc c vivo device at level c5-6 on (B)(6) 2024. The patient had initial relief after surgery but then experienced a return of arm and neck pain. It was found that the implant had migrated anteriorly. The surgeon decided to remove the vivo device and fuse the patient. The removal surgery took place on (B)(6) 2025.

Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with a prodisc c vivo device at level c5-6 on (B)(6) 2024. The patient had initial relief after surgery but then experienced a return of arm and neck pain. It was found that the implant had migrated anteriorly. The surgeon decided to remove the vivo device and fuse the patient. The removal surgery took place on (B)(6) 2025. A review of the DHR found no anomalies associated with the complaint. Complaint trending found that the rate of complaints is within the level outlined in the risk documentation. A review of the risk documentation found that the hazards associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. The implant was returned following the removal surgery and will be evaluated using exponents approved prodisc c evaluation protocol. The report will be issued under pdcv-0030. No imaging was provided of the migrated implant. The removal was completed due to anterior migration of the implant. The submission is 1 of 1 devices involved in this event.